Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately calcified lesion. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during delivery to/at the lesion. The dislodged stent was then crushed against the wall of the artery. The patient was reported to be alive with no further injury.